Event description:
It was reported the camera head probably had a cable damage. This issue occurred during the beginning of use for laparoscopy procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and results of investigation. The device was returned to olympus for inspection and the cable damage was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable unit is swelled, and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on cable unit, water tightness was lost, and cable unit is swelled. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the quality of the camera was limited.